Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system displayed a windows error screen, shut down and restarted on its own between two cases. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The power controller printed circuit board (pcb), supervisor module, host interface cable assembly, host module, power cord, and battery were replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on august 16, 2013. Based on assessment, the product met specifications at the time of release. Rot cause the root cause of the reported event can be attributed to the non-conforming power controller printed circuit board (pcb), supervisor module, host interface cable assembly, host module, power cord, and battery. The manufacturer internal reference number is: (B)(4).